Event description:
It was reported that during an unspecified procedure, the tip of the guide wire separated. The lesion being treated was located at the bifurcation of the circumflex (cx) and obtuse marginal (om) arteries. Another manufacturer's guide wire was advanced into the om, and the pt2 moderate support guide wire was advanced into the cx. Multiple predilation inflations were done in both lesions. Another manufacturer's stent was then deployed in the om with a maverick2 balloon being inflated in the cx in a kissing balloon technique. Two attempts were then made to cross the lesion in the cx with another manufacturer's stent, however, neither was successful. Additional multiple predilation were done in the cx. Then, another manufacturer's stent was deployed at 12 atms in the distal cx, with simultaneous inflation of a maverick2 balloon in the om1. Another MFR's stent was then additionally deployed at 14 atms in the proximal cx. Following removal of the stent delivery system, an attempt was made to remove the pt2 moderate support guide wire, however, the tip of the wire fractured, and "started to develop thrombosis." The tip of the wire remains in the pt's body. Pt was discharged, and pt status was reported as 'okay.' Additional information regarding this event has been requested.

Manufacturer narrative:
The facility has confirmed that this guide wire has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made.